Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p60-77, that has a similar product distributed in the us, list number 07p60-31.

Event description:
The customer observed false nonreactive alinity I syphilis tp results for a 23-year-old male patient with no history and no clinical symptoms of syphilis. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): result, on (B)(6), was 0.14 s/co. The sample was tested with an autobio assay, and the result was 5.837 s/co, which is positive. The tppa result was positive, and the trust result was negative. Previous testing for the patient on (B)(6) with the autobio assay was 5.939 s/co, which is positive. On (B)(6), the sample was tested and the tppa was positive, and the trust testing was negative. On (B)(6), the patient was tested at a different hospital and the tppa result was weakly positive, and the trust result was negative. The previous samples were also tested with the alinity assay, and the results were all negative. The customer performed a tppa absorption test to determine if there was interference, but the outcome indicated there was no interference. The positive results were reported to the physician for this patient. There was no impact to patient management reported.

Event description:
The customer observed false nonreactive alinity I syphilis tp results for a 23-year-old male patient with no history and no clinical symptoms of syphilis. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): result, on 21nov, was 0.14 s/co. The sample was tested with an autobio assay, and the result was 5.837 s/co, which is positive. The tppa result was positive, and the trust result was negative. Previous testing for the patient on 29oct with the autobio assay was 5.939 s/co, which is positive. On 04nov, the sample was tested and the tppa was positive, and the trust testing was negative. On 07nov, the patient was tested at a different hospital and the tppa result was weakly positive, and the trust result was negative. The previous samples were also tested with the alinity assay, and the results were all negative. The customer performed a tppa absorption test to determine if there was interference, but the outcome indicated there was no interference. The positive results were reported to the physician for this patient. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false nonreactive alinity I syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of retained reagent kit of the complaint lot number. Return testing was not completed as returns were not available. Trending review determined no related trend for the issue for the product. Sensitivity testing was performed using an in-house retained kit of lot number 63532be00, which contains the same bulk material as lot number 63532be01, stored at the recommended storage condition. All specifications were met, and no false nonreactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I syphilis tp, lot number 63532be01, was identified.